Event description:
It was reported to cardiac science that the AED was used in a rescue attempt. Pads were placed and AED began initial analyzing - "do not touch patient". The unit instructed the user to "check pads". Pads were checked and no problem noted. They removed the pads and tried another set; the problems persisted. AED would respond "do not touch patient" when pressure was placed on the lower chest pad. When pressure was released from lower chest pad, AED would respond to "check pads". The first set of pads has been discarded.

Manufacturer narrative:
Results of device investigation will be provided in follow-up report.